Manufacturer narrative:
As reported, the plug-deployment button of a 7f exoseal vascular closure device (vcd) could not be pressed. The device was then removed, and manual compression was applied for hemostasis. Subsequent inspection showed that the guidewire loop had not deployed. There was no reported patient injury. The device was used for hemostasis after intracranial endovascular surgery. While withdrawing the unknown cordis 8f sheath following standard procedure, pulsatile blood flow ceased, and the indicator window turned black. The pulsatile blood flow had significantly decreased. Then, as the sheath was further withdrawn, the indicator window's color changed from black-and-white to completely black (although during the process, it fluctuated between black-black, black-and-white, and back to black-black). When attempting to press the plug release button, it was found it could still not be pressed. A change in hand position was tried, but pressing was still unsuccessful. Later, after the device was completely removed from the body, another person attempted to forcefully press it outside the body. After multiple attempts, the forceful pressing finally succeeded. One non-sterile 7f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection revealed that the deployment lever was not depressed, the guard was locked, the plug was in its manufactured position, and the indicator wire was not deployed. The catheter sheath introducer (csi) was not returned for evaluation. The indicator window was observed in the black/white position. Swelling and traces of dried blood were noted on the plug. No other anomalies were identified during the visual inspection. The handle was opened to verify the presence of the indicator wire within the device, and inspection confirmed that the wire was present and properly assembled. When an attempt was made to advance the indicator wire to perform the functional deployment simulation, the wire could not be advanced. Therefore, the deployment simulation could not be completed, most likely because the swollen plug physically obstructed the indicator wire port and prevented functional deployment. The cause of this failure was confirmed during inspection as an internal blockage located within the lumen of the indicator wire port, attributed to the swollen plug. To enable further evaluation, the plug was manually removed. Upon removal, residual plug material adhered to the lumen walls, along with visible traces of dried blood surrounding the lumen of the indicator wire port. The indicator wire is designed to exit its lumen along a defined trajectory aligned with the delivery shaft. The swollen plug created an internal barrier that generated resistance against the wire¿s advancement. This barrier produced an opposing force that displaced the indicator wire from its intended trajectory. As a result, instead of following the correct pathway through its designated lumen, the indicator wire was deflected in the opposite direction, which prevented successful deployment. In summary, the swollen plug caused a partial but critical obstruction of the indicator wire port. This obstruction altered the wire¿s trajectory within the delivery shaft and directly resulted in the failure of the functional deployment simulation. A high-magnification inspection was conducted to evaluate the distal end of the delivery shaft where the plug and indicator wire port are located. Microscopic examination confirmed that the lumen of the indicator wire port was obstructed by the swollen plug. Prior to manual removal, the obstruction was clearly visible. After removal, residual plug material and traces of dried blood were observed surrounding the lumen of the indicator wire port. The reported event of ¿indicator wire-deployment difficulty-unable¿ was observed through analysis of the returned device since the indicator wire was not deployed with the cowling/guard depressed and the deployment lever not depressed. However, the exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine the factors that may have contributed to the inability to deploy the indicator wire, as the received condition of the device compromised the testing of the mechanism. The dried, swollen plug was obstructing the indicator wire port, and after the plug was removed, the port was further obstructed by residual plug material and dried blood. As this dried material would not likely have been encountered during use in the procedure, it is possible that prolonged swelling of the plug contributed to the issue experienced by the customer. Additionally, contradicting information was reported regarding the event. It was stated that the indicator wire did not deploy; however, it was also reported that the indicator window changed to solid black and the deployment lever was depressed outside of the patient. The returned device did not exhibit this condition, and per device functionality, the indicator window cannot change if the indicator wire has not deployed. Therefore, the reported information was likely provided in error. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use the exoseal¿ vcd if the device appears damaged or defective in any way.¿ the IFU cautions, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while still holding the exoseal¿ vcd stationary, use the left hand to continue retracting the vascular sheath introducer proximally. Once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point.¿ additionally, it was reported that an 8f sheath was used with the 7f exoseal vcd during the procedure. As stated in the indication for use within the IFU, ¿the exoseal¿ vascular closure device is indicated for femoral artery puncture site closure, reducing time to hemostasis and ambulation in patients who have undergone diagnostic or interventional procedures using a standard corresponding french size vascular sheath introducer with up to a 12 cm working length.¿ the product description also includes, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling, and could possibly affect the use of the device. Neither the product analysis, nor the information available for review suggests that the reported event is related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug-deployment button of a 7f exoseal vascular closure device (vcd) could not be pressed. The device was then removed, and manual compression was applied for hemostasis. Subsequent inspection showed that the guidewire loop had not deployed. There was no reported patient injury. The device was used for hemostasis after intracranial endovascular surgery. While withdrawing the unknown cordis 8f sheath following standard procedure, pulsatile blood flow ceased, and the indicator window turned black. The pulsatile blood flow had significantly decreased. Then, as the sheath was further withdrawn, the indicator window's color changed from black-and-white to completely black (although during the process, it fluctuated between black-black, black-and-white, and back to black-black). When attempting to press the plug release button, it was found it could still not be pressed. A change in hand position was tried, but pressing was still unsuccessful. Later, after the device was completely removed from the body, another person attempted to forcefully press it outside the body. After multiple attempts, the forceful pressing finally succeeded. The device will be returned for evaluation.